Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display due to moisture exposure. Customer stated they fell in water and insulin pump turned off. Customer stated the display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. No blank display noted after battery installation. Device received with a frozen display with flashing medtronic logo due to corroded electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.